Event description:
Hill-rom received a report from the account stating that the bed exit was not working. The bed was located at the account in medsurg. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom tech found the p15 connection not seated correctly. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The account reseated the p15 connection to resolve the issue. Based on this info, no further action is required.